Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 09/24/2013 with the following findings: the keypad symbols are worn. There is no tears or peeling in the keypad. All of the keypad buttons respond properly. Removed the keypad and found contamination under the contrast button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed contamination under a keypad contact. This report is made based on the results of an investigation completed on 09/24/2013.